Event description:
During a hysterectomy, the internal silicone sealing gasket of the pks plasmasord device detached and fell into the pt. The gasket was recovered and removed from the pt with no pt harm. The device would not work after the gasket detachment, so another like device was used to complete the procedure with no further incidents.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.